Event description:
It was reported that the asymptomatic patient presented in- clinic after receiving vibratory notifier alert. Upon interrogation, low svc-can vector impedance was observed. The lead was explanted.

Manufacturer narrative:
External insulation abrasion was noted at 45.5-46.1cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 12.0-12.9cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No medwatch form was received.